Manufacturer narrative:
The field for d2b was not populated due to a technical limitation. Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that a flexible ureteroscopy was performed, and the bentson straight heparin coated fixed core wire guide seemed to get caught with the obturator during removal. The obturator, sheath, and wire guide were removed simultaneously. The wire guide was noted to be "shredded" by whatever happened inside of the access sheath. It was further noted that the distal weld connection separated from the safety wire and coil. The weld separation resulted in coil elongation and exposure of the mandril/ safety wire. The problem did not result in any reported serious injuries to the patient.